Manufacturer narrative:
Vyaire medical file identification: (B)(4). The suspect device was returned and evaluation is anticipated but not yet begun. Once a final investigation is complete, a follow-up report will be submitted.

Event description:
It was reported to vyaire medical that the lap top ventilator 1150 pixel on display are out. The customer confirmed that there is no patient involvement associated with this reported event.

Manufacturer narrative:
Result of investigation: vyaire medical was able to confirmed that reported issue. The uut (unit under test) was found to have a failed component. Three of the display led segments failed during vent check and on the display selection. Trouble shooting identified lap top ventilator main board failed with 3 of the 5x7 matrix display not fully illuminating. Failure analysis recommendation is to replaced the material, rework to current configuration, recalibrate and retest the unit per specifications. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.